Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of an acute type b thoracic dissection of the proximal descending aorta, with the false lumen extending to the infrarenal abdominal aorta. The maximum diameter of the dissection was 58 mm. The minimum true lumen was 10 mm, and the maximum false lumen was 21 mm in diameter. The distance from the top of the arch to the dissection was 20 mm. The native aortic diameter between the lsa and lcca was 30 mm. The proximal aortic neck was 25 mm in diameter and 28 mm in diameter immediately proximal to the dissection. There was mild access vessel tortuosity and calcification, mild aortic tortuosity, and insignificant thrombus in the proximal aortic neck but significant thrombus in the distal aortic neck. It was reported post treatment but on the same day as the index procedure a cardiac arrhythmia was noted and treated medically. The investigator assessed the event to be not related to the device and remotely related to the procedure. It was reported that on three moths post index procedure there was renal function complications, renal insufficiency. The investigator assessed this as possibly related to the device and the procedure. Four months post index procedure a pseudoaneurysm was seen on a CT scan, with no type ii endoleak. The investigator determined the event to be not procedure or device related. A CT with contrast four months post index procedure revealed that there was a type iii endoleak, as new observation that did not result in a new clinical event. No component separation was observed. No intervention was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (unknown cause). Conclusion: other (unknown cause).

Event description:
Additional information for this case was received. The previously reported type iii endoleak has been updated to a type ii endoleak. The type ii endoleak was left untreated. The investigator assessed this event as not device or procedure related.